Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. Input disk #7 was found broken into pieces inside of the housing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was inserted without a problem. When the surgeon applied the clip, the tip of the applier bent. The surgeon straightened the tip and tried it again, but the same thing happened. The assistant felt resistance when they removed the instrument. One of the wheels came off as it was being removed. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage or anything out of the ordinary. The issue occurred when the surgeon attempted to clamp on a vessel or tissue bundle. The issue did not occur while loading the clip or prior to clip application. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was related to unexpected motion of clip applier while attempting to clip and unsuccessful clip application. The tip bent when the surgeon tried to apply the clip. The issue was not related to the clip opening after closure of the clip. The customer was using large weck clips. It was unknown whether the vessel or tissue bundle greater than the specified diameter suggested in the IFU. The issue occurred at the first clip application. The issue was resolved after using a backup.